Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The microbiological quality from the channel was satisfactory. The distal end tested positive for one (1) colony forming unit of coagulase-negative staphylococci. The results obtained comply with the target level defined in the instructions of july 4, 2016, and august 2, 2018. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting

Event description:
It was reported by the customer, after a routine microbiological test, the evis exera iii duodenovideoscope channels tested positive for greater then eighty (80) colony forming units of serratia marcescens. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected b3 event date and d9 return date. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including porous gluing on light guiding lens cover, peeling of the bending section rubber, deformed control body unit plate in the control body section, stretched angulation wires and the the biopsy channel was worn. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.